Manufacturer narrative:
A getinge - maquet service engineer visited the clinic and talked to the head nurse who was present during the procedure. It turned out that an obstacle was placed under the operating room table (operating table). The operating room table collided with the obstacle that was blocking the operating room tables downward movement. The operating room table was lowered further and this resulted in the table base of the operating room table being lifted from the ground. Once the obstacle slipped out or was removed the table base dropped down and injured the doctor¿s foot. In the instructions for use (IFU) it is stated the user has to pay attention and avoid collisions when operating the table. In chapter 2 of the IFU possible hazards are stated: "warning! Risk of injury! Collisions between accessories, the operating table, the table top and the patient may occur when adjusting or moving the operating table or table top. Observe the adjustment procedure constantly and avoid collisions." "Warning! Injury hazard! When adjusting or moving the operating table or table top, the staff, the patient and the accessories are exposed to pinching and shearing hazards, particularly in the area around the joints at the head, back and leg plates. Always ensure that no one can be subjected to pinching or shearing action or injured in any other way and the accessories do not collide with any nearby objects. " (B)(6). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that the table base was lifted due to collision with an instrument trolley and later dropped down. A doctor stuck his foot under the table while base was lifted of the ground. When the table dropped down the doctor's foot was injured. (B)(4).